Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction of the device. This is believed to be a known and previously reported issue, however, it is unclear as to whether this issue is due to a malfunction of the varian device or the 3rd party tps device (B)(4) called iplan and cannot be confirmed without further investigation. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it occur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
A physicist found that there are mu differences depending on what dicom objects you import into eclipse/aria and those which are created in a 3rd party tps called iplan. There was no injury reported as a result of this malfunction.